Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020 with sepsis and methicillin-resistant staphylococcus aureus (mrsa) bacteremia driveline infection. On (B)(6) 2020 the patient underwent a driveline and pump pocket exploration with drainage of pus, explant of implantable cardioverter-defibrillator (ICD), drainage of empyema necessitans, wound pulse lavage and wound vacuum placement. An exploratory left thoracotomy with washout was performed with flexible bronchoscopy and therapeutic aspiration of secretions. On (B)(6) 2020 a left thoracotomy wound washout was performed with a mid sternal wound driveline washout with vacuum placement. On (B)(6) 2020 and (B)(6) 2020 a left chest wound debridement was performed with vad dressing change to sternal and left chest. On (B)(6) 2020 the patient underwent a bronchoscopy with a percutaneous tracheostomy placement. A left chest wound debridement was performed and vad dressing to sternal and left chest wounds was changed. On (B)(6) 2020, the left chest wound vacuum was removed and replaced and irrigation and debridement of left chest wound and driveline site was performed. On (B)(6) 2020 there was a left rib resection with left pedicled latissimus dorsi muscle flap made to cover the infected left ventricular assist device (lvad) and a wound vacuum was placed. On (B)(6) 2020 the patient underwent an incision and drainage of chest wall infection and a wound vacuum was placed. On (B)(6) 2020 another incision and drainage was done with washout and irrigated wound vacuum placement. The patient was then discharged to long term acute care on ceftarloine with wound vacuum.